Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: 04-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that approximately a year later a CT scan identified a type ib endoleak. Per the physician, the cause of the event is due to the limbs losing distal seal due to proximal migration and disease progression. An endurant ii iliac extension etew2020c82e and endurant ii limb etlw1616c93e were implanted to treat the endoleak. Post implantation of the limbs an angiogram showed only a type ii endoleak. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.